Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was able to locate the puncture hole in the insulation in the tip region of the lead which is consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular lead was an attempted implant. The lead was being fed over a bmw wire and the wire perforated through the insulation prior to being implanted. A new lead was implanted with no issues. No adverse patient effects were reported.